Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date the customer received expired fibrin sealant preparation device product. The product packaging indicates the product expired in 2023 but the invoice shows an expiration date of 10/10/2026. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot. Per the review of the manufacturing record evaluation, the expiration date on sales carton label is incorrect (2023-10-10), and it should be 2026-10-10 not the label on the sales carton label ¿2023-10-10¿. The expiration date on tyvek lid is correct (2026-10-10). The expiration date printed on sales carton label is actually the manufacturing date. Ethicon has issued external supplier failure investigation report for nr-0216772 for tessy to complete. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.